Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy in a CT to fluoro case. The scope of the case was from l3 to s1, where the surgeon was going to operate transforaminal lumbar interbody fusion (tlif) first. However, upon verifying the navigation of all of their instruments, the tips showed to be 5 to 10 millimeters (mm) into the bone when they were touching the patient's lamina. They used chickenfoot, dilator, and the midas for mazor with the acorn drillbit. The depth was the only position that was off. They completed another snapshot only, but the accuracy was still off in the axial view. The manufacturer representative (rep) was certain that the frame had not moved at all. The rep reported that registration showed the arm guide perfectly in the divot on the side of the arm and the instruments showed accuracy on the divot on the arm. The surgery was ongoing during the call, and they were going to perform a re-registration of the patient before continuing robot use. The delay was about 5 minutes. If re-registration failed, it was reported the surgeon may continue despite the inaccuracy. If allowed, the rep reported they would perform a hard shutdown of the system as an attempted workaround if re-registration failed. There was no known impact to patient's outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that there was no patient harm. The case was completed freehand for the remainder of the screws.